Event description:
Boston scientific received information that the cardiac resynchronization therapy-defibrillator (crt-d) had detected a coronary sinus pacing impedance > 2000 ohms. Device configuration had been reprogrammed with an increase in thresholds, a decrease in sensing and lower r-wave measurements. Technical services discussed changes and programming options. An x-ray was suggested to verify lead placement. No adverse patient effects have been reported.

Manufacturer narrative:
Further information revealed that there was no confirmation of lead dislodgement and it was unclear if an x-ray was performed. The device was programmed in the lv configuration from true bipolar (tip-to-ring) to extended bipolar (tip-to-coil) with good capture (2.0v @ 1.0ms) and good lead measurements. Information suggests both device and lead remain in-service. Should additional information become available this event will be updated. It was later reported that this lv lead was explanted over two years later due to high thresholds. No patient effects were reported.